Event description:
Home patient (hp) reports quantum extension line tubing became disconnected from the ultrabag pt connector during exchange and fluid leaked onto floor. Per hp, nothing unusual was noted with connection at time of therapy set up. Hp discontinued treatment and reports no injury or medical intervention as a result of incident.